Event description:
It was initially reported in clinic notes received that the pt was continuing to have a significant amount of seizures. There was pt improvement since it was noted that he was able to wash and feed himself, which has not been able to be done in 10 years. The pt's seizures are said to be brief, but occurring frequently. The pt continues to have medication titrations. Good faith attempts to obtain additional info have been unsuccessful to date. The pt has since had his device replaced, but it has yet to be returned to the manufacturer for analysis. Good faith attempts to obtain the device have been unsuccessful to date.